Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on 13dec2012 and novasure endometrial ablation ((B)(6) 2012)). At the time of the report, the medical device removal and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered medical device removal to be related to essure. The reporter commented: essure insertion details: the tubal ostia were visualized bilaterally. The essure coil was advanced to the left tube and one coil was noted from the ostia. In a similar manner, the essure coil was advanced through the right 2 ostia. No coils were noted at the os. The patient tolerated the procedure well (B)(6) 2012, surgical pathology report: post ablation syndrome (retained blood and debris). (B)(6) 2012, surgical pathology report: uterus, hysterectomy: cervix: negative for dysplasia. Endometrium: changes ·consistent with progestin effect present. Myometrium: leiomyoma and adenomyosis. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2012 and novasure endometrial ablation ((B)(6) 2012)). At the time of the report, the medical device removal and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered medical device removal to be related to essure. The reporter commented: essure insertion details: the tubal ostia were visualized bilaterally. The essure coil was advanced to the left tube and one coil was noted from the ostia. In a similar manner, the essure coil was advanced through the right 2 ostia. No coils were noted at the os. The patient tolerated the procedure well (B)(6) 2012, surgical pathology report: post ablation syndrome (retained blood and debris). On (B)(6) 2012, surgical pathology report: uterus, hysterectomy: cervix: negative for dysplasia. Endometrium: changes consistent with progestin effect present. Myometrium: leiomyoma and adenomyosis. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: "menorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.